Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found a kink in the power cord. A functional evaluation revealed a motor stall. The complaint was confirmed and the root cause has been associated with a mechanical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was a repeat issue. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Internal complaint reference: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the two motor drive unit hand control were not rotating in any direction and not oscillating as well. This was noticed before acl shoulder procedure; therefore, no patient was involved. A backup device was available and no delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.